Event description:
Intraoperative polyp to be removed with hot snare. Upon depressing erbe pedal, lines noted on display monitor followed by momentary screen blackout. Doctor described increased area of cautery more than expected. No harm to patient. Machine removed from service. Erbe settings: 1 snare hbx; endocut q 3; forced coag 3/25; biomed notified.